Manufacturer narrative:
Patient information was unavailable from the site. UDI not available for this system at time of filing. Device manufacturing date is unavailable. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used during a pedical screw placement procedure . It was reported that the driver was damaged/broken. There was no reported impact on patient outcome.

Manufacturer narrative:
Patient weight not available from the site.